Event description:
It was reported that during the loading sequence, a cartridge alarm occurred. During troubleshooting with technical support, the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.